Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned on (B)(6) 2018 for evaluation. The receiver will boot and charge. Performed download of receiver logs and a large gap of 3 hours found in log. Performed receiver functional test and passed. Performed pairing test and passed. The reported event of a loss of connection was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.